Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and poor solder were observed upon visual inspection of the printed circuit board assembly (pcba). Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the evidence of poor solder did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced unspecified symptoms and had contact with a non-healthcare professional (non-hcp) who provided unspecified medication as treatment. There was no report of death or permanent impairment associated with this event.